Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of over 400 mg/dl due to tubing being clamped off with hinge clip. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.